Manufacturer narrative:
(B)(4). Date sent: 9-30-2024. Corrected data b3: only event year known: 2024.

Manufacturer narrative:
(B)(4). Date sent 10/15/2024 d4 batch #196c59 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the reload pan bent, partially dislodged from the right proximal side and with an open package. In addition, 2 double drivers out position and 3 missing double drivers, making the reload non-functional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 196c59, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/30/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoid resection, the scrub tech attempted to load a blue 45mm load into an echelon+ stapler, but it would not seat properly. Closer inspection revealed that the metal cap was dislodged along one side of the reload. The reload was set aside and another was opened, which fired successfully. Procedure was completed with a delay of two minutes. There was no patient consequences reported.